Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder arthroscopy the blade was detaching metal pieces and particles when the doctor was resecting the tissue. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ a relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.